Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 49 mg/dl and 336 mg/dl. Requested return of suspect device and strips, and replacement was sent.